Manufacturer narrative:
D2. Device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericarditis and required prolonged hospitalization. It was reported that during a pulse field ablation procedure, patient experienced pericarditis and required prolonged hospitalization. The patient was treated with colchicine and prednisone. Echocardiogram showed normal left ventricular ejection fraction, no pericardial effusion. The patient was clinically improved, therefore was discharged home in stable condition on (B)(6) 2026. The devices were discarded, therefore are not available to be returned.